Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the limited information available, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received, a follow up report will be provided.

Event description:
Manufacturer was informed of the following event through device tracking. The patient registration form reported a failure to implant of the perceval plus pvf-m in a patient on (B)(6) 2025. No allegation of a device malfunction nor serious injury has been received from the site regarding this event. No further information is available at this time.